Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the asymptomatic patient presented for remote follow up via merlin. Net with recorded episodes non-sustained right ventricular over-sensing caused by right ventricular lead noise. No interventions were reported.